Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery with heavy calcification. A 7x40mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was soaked prior to use and the device was prepped outside the anatomy prior to use. The armada was advanced toward the target lesion. The balloon was inflated once up to 2 atmospheres (atm) and pressure was lost. Negative pressure was pulled and blood was noted in the indeflator. It was suspected that the balloon ruptured. The device was removed and a same size armada was used to complete the procedure. There was no adverse impact to the patient and no clinically significant delay in the procedure. No additional information was provided.